Manufacturer narrative:
The device was not evaluated yet. A follow-up medwatch will be submitted once the investigation is completed.

Event description:
It is reported that the universal modular electric/battery double trigger handpiece, serial number (B)(4) keeps working after releasing the triggers.